Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a routine implant procedure, the patient implanted with this right ventricular (rv) lead was experiencing adverse effects from the anesthesia, falling around and agitated. It was observed that the patient's rhythm was bigeminal paced and the patient was put on anti-arrhythmics. The following day, the patient was checked and the rv lead exhibited loss of capture (loc) at maximum outputs. A chest xray revealed that the lead was in the initial implant location. It was suspected that a possible patient induced lead dislodgement had occurred. Rv threshold measurements had increased and pacing impedance measurements decreased from 586 ohms to 407 ohms. Sensing remained within acceptable limits. A second chest xray was to be performed. A revision procedure was performed and the right atrial (ra) and left ventricular (lv) leads were electively explanted and replaced without complication. The rv lead was successfully repositioned. No adverse patient effects were reported during the procedure.